Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a damaged and squeezed insulation including a deformed outer conductor coil (approx. 13.5 cm distal to the is-1 connector pin), which most likely resulted from the implantation procedure while strongly tightening the suture sleeve to the lead body. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was observed to have been tied down too tightly causing an insulation breach. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.